Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 2 patients tested for elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. Patient 1 was first tested on (B)(6) 2018 with tsh results of 8.04 uiu/ml and 8.05 uiu/ml on the e411 analyzer. A new sample was obtained on (B)(6) 2018 and the tsh results were 5.16 uiu/ml and 4.96 uiu/ml on the e411 analyzer. The sample from (B)(6) 2018 was sent to an external laboratory using an unknown method and the tsh result was 3.88 uiu/ml. Patient 2 was tested on the e411 analyzer from the primary sample tube with a tsh result of 5.15 uiu/ml. The sample was repeated twice in hitachi cups and the results were 1.96 uiu/ml and 1.98 uiu/ml on the e411 analyzer. The repeat results were believed to be correct. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The customer used expired calibration solutions at the time of the event. The calibration signals were low but still within the acceptable range. Qc data show results that drift up and down and that are frequently [+] 3 standard deviations and [-] 3 standard deviations. The difference in the results for patient 1 compared to a different method relate to differences in the set-up of the assay, different antibodies used and differences in standardization between the respective methods. The high result for patient 2 is likely due to a pre-analytical issue since the repeat results in the hitachi cups produced the correct results. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.